Event description:
It was reported that the product failed to fire.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73d1900538 was manufactured on 04/22/2019 a total of (B)(4) pieces. Lot was released on 05/03/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the indicator clip in the first position of the channel indicating that no clips were remaining. The bottom jaw was disengaged and was pushed into the tube. The jaw spring was disengaged from the top jaw and was protruding out of the outer tube. These are indications that the device was used to pry something or was pushed against something causing the observed damages. The sample appears used as there is biological material present on the device. Reference file anp1900073524 for investigation photos. Functional inspection could not be performed based on the condition of the returned sample. However, the sample was disassembled to inspect the internal components. The jaw spring was found bent. It appears that since the bottom jaw was pushed into the channel, the jaw spring became bent upon further attempts to fire the device. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The observed damages to the device are indications that the device was used to pry something or was pushed against something that caused the observed damages. Reference file anp1900073524 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "misfire" was confirmed based upon the sample received. The sample was returned with the indicator clip in the first position of the channel indicating that no clips were remaining. The bottom jaw was disengaged and was pushed into the tube. The jaw spring was disengaged from the from the top jaw and was protruding out of the outer tube. Functional testing could not be performed based on the condition of the returned device. However, the sample was disassembled to inspect the internal components. The jaw spring was found bent. The observed damages to the device are indications that the device was used to pry something or was pushed against something that caused the observed damages. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that these damages were present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the product failed to fire.